Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they lvp lifted keypad recall completed, door latch and sear latch broken return customer unrepaired. Functional testing confirmed that the sear failed to properly close the safety clamp when the door was opened. Replacement of the broken sear and re-execution of door actuations found the sear to properly close the safety clamp when the door was opened. Based on the findings, service determined that the probable root cause of the reported issue was due to customer damage of the door latch assembly. A review of the device history record for sn (B)(4) was performed, which showed the device had a manufacture date of 04jun2019 and confirmed that this device was not involved in a production failure which correlates to the customer reported issue. The review was performed from the date of manufacture to the date of product release for distribution. A review of the complaint history record was performed for the sn (B)(4) which did not confirm similar complaints with the same or related failure mode for this customer. Z-2939-2020 for keypad.

Event description:
It was reported that the device is broken/damaged. There was no additional information provided and no patient involvement.